Manufacturer narrative:
(B)(4). No known impact or consequence to the patient.

Event description:
A laparoscopic radical cystectomy, reconstruction of bladder with ileum procedure was being performed on the (B)(6) year old male patient with malignant neoplasm of the bladder. The stent was introduced to the patient's body through wire guide. When the physician removed the wire guide, it was found that a part of the coating (at the front of wire guide), came off and fell into the stent. The physician removed the stent and wire guide together and changed to another new set of the product to finish the procedure. A section of the device did not remain in the patient's body. According to the initial reporter the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: a review of manufacturing instructions and quality control. Along with a visual inspection of the returned, used product was conducted during the investigation. The visual examination of the wire guide confirmed areas in which the coating was missing. The device is packaged with instructions for use which contains the precautions "when using a wire guide through a metal cannula/needle, use caution as damage may occur to outer coating". There is no evidence to suggest the product was not manufactured to current specifications. At this time we are unable to determine the root cause of the damage. We will continue to monitor for similar complaints and have notified the appropriate internal personnel of this event.

Event description:
A laparoscopic radical cystectomy, reconstruction of bladder with ileum procedure was being performed on the (B)(6) male patient with malignant neoplasm of the bladder. The stent was introduced to the patient's body through the wire guide. When the physician removed the wire guide, it was found that a part of the coating (at the front of wire guide), came off and fell into the stent. The physician removed the stent and wire guide together and changed to another new set of the product to finish the procedure. A section of the device did not remain in the patient's body. According to the initial reporter the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.